Manufacturer narrative:
At this time the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported a call was received by technical services indicating the device was showing an increase in battery consumption. Technical services asked for data to be sent to be performed so that the engineers can further investigate the battery longevity. No updates have been received from the field.